Event description:
Covidien received information that, during patient use, the display on an 840 ventilator went blank. No harm to the patient was reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) to breath delivery (bd) cable, which resolved the reported issue. (B)(4).